Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the rtm cord was getting hot and burning her body. They called back on 03-11 and stated that the rtm was "getting hot" and "burning my skin." They stated this had left a mark on her skin. She said that she was "not injured." No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger analysis of the recharger (B)(4) found that the cable insulation is peeling away at donut end.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. Conclusion code applies to the recharger. If information is provided in the future, a supplemental report will be issued.